Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl, over 500 mg/dl. The insulin pump had motor error and also button error alarm. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. High blood glucose was treat with a needle. The insulin pump was exposed to moisture and reservoir had leak. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.